Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The customer's report was observed and attributed to the rtc coin battery on the system board. Zoll medical corporation recommends replacement of the rtc coin battery on the system board every 5 years. This device is approximately 9 years old from date of manufacture. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.